Event description:
It was reported that the pump exhibited a "motor rate error" message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken/removed on the bottom case. It was also observed that the cases were separated, the back bottom case was damaged in the battery compartment and the top case was cracked. Review of the event history log showed an occurrence of a "motor rate error" alarm message. Functional testing was unable to duplicate the reported issue, the device was operating as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.